Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A root cause could not be determined. All information reasonably known as of 07 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.

Event description:
It was reported, the lead nurse made a call about the patient¿s nasogastric tube (ngt) being potentially clogged or kinked. Clog zapper had already been used. A new ngt was ordered, and the current ngt tube was removed. No resistance was noted upon removal. The tube was ruptured at the 42 cm mark with a visible clog in the tube. The physician was notified and an x-ray of chest and abdomen was ordered. Per additional information received on 18jul2023, the tube was initially placed on (B)(6) 2023. The remaining piece of cortrak tube was removed by gastroenterology via a small bowel enteroscopy/endoscopic removal and was disposed of.

Manufacturer narrative:
Pictures of the alleged device were provided for analysis which confirmed the reported incident. However, a root cause could not be determined. All information reasonably known as of 05 oct 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.